Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a black screen. No harm or injury was reported. The following fields are not applicable (na) to this report: the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided: attempt #1 04/28/2021 called the customer via mthe provided telephon number for all items under the no information section. No reply was received. Attempt #2 05/03/2021 called the customer via mthe provided telephone number for all items under the no information section. No reply was received. Attempt #3 05/17/2021 called the customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) is displaying a black screen. No harm or injury was reported.